Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (moderate valvular calcification and left coronary cusp calcification extending to the left ventricular outflow tract) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device is not returning to the manufacturer.

Event description:
As reported by our edwards lifesciences japanese affiliate, the patient experienced an aortic root tear at the bottom of the left coronary cusp (lcc) and the sapien 3 valve was explanted. After the deployment of a 26 mm sapien 3 valve in the aortic position via right transfemoral approach, the patient suddenly became hypotensive. Echocardiography revealed a pericardial effusion. Pericardiocentesis was performed but was ineffective, so hemostasis was surgically obtained by median sternotomy. The possible bleeding points were treated by manual compression and suturing, and drainage tubes were left in the chest. The exact cause of the increased pericardial effusion could not be determined. After returning to ICU, the patient went into cardiopulmonary arrest due to pericardial effusion secondary to re-bleeding. Re-thoracotomy was performed under extracorporeal membrane oxygenation (ECMO), and the physician confirmed there was an aortic root tear which was not seen upon the previous thoracotomy at the bottom of the lcc. Emergent surgical aortic valve replacement was performed, and the sapien 3 valve was explanted. As of postoperative day 10, the patient was critical in ICU with open chest.

Manufacturer narrative:
A supplemental MDR is being submitted for new information received regarding the patient's outcome. The following sections of this report have been updated: b2, b5, h1, h6. Added "death" to b2. Added additional information regarding patient's outcome to b5. H1 corrected to "death". Code added to h6.

Event description:
Additional information: the patient's condition worsened, and they expired due to bleeding and cerebral hypoperfusion during a CT scan. The exact cause of the bleeding could not be confirmed, but the physician confirmed that the bleeding was not from the heart.

Manufacturer narrative:
A supplemental MDR is being submitted for new information regarding the patient's date of death. The following section of this report has been updated.

Manufacturer narrative:
A supplemental MDR is being submitted to include the reference to the other related manufacturer report number for this case. This is one of two reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-08883.